Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1315601) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci clinical specialist that a patient underwent a diagnostic coronary procedure in (B)(6) 2013. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. The stick location in was noted as "good". Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the device was deployed the physician held for 60 seconds and the access site continued to bleed. Manual compression was applied to the access site for 10 minutes at which time hemostasis was achieved. No further complications were noted. No further information is available.